Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r-wave amplitude and high pacing threshold at an in-clinic follow-up. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r-wave amplitude and high pacing threshold at an in-clinic follow-up. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted lead will be returned for analysis.